Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine displayed a rinse conductivity high alarm/message during power up. The bmt reported that the machine in the bio med area has been tagged for observation to monitor if the problem recurs for two weeks. There was a possible issue with a float shorting out and interfering with the boot-up process, which has since been replaced. It has been confirmed that there was no patient involvement in this issue, and no harm or adverse events have been reported. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine displayed a rinse conductivity high alarm/message during power up. The bmt reported that the machine in the bio med area has been tagged for observation to monitor if the problem recurs for two weeks. There was a possible issue with a float shorting out and interfering with the boot-up process, which has since been replaced. It has been confirmed that there was no patient involvement in this issue, and no harm or adverse events have been reported. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.